Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, and then an error message populated on it. The cns was monitoring patients on telemetry transmitters when out of the nowhere, the screen went blue and a windows error message appeared. The message read something like "a problem has been detected with windows. File shows that it has an error. File: nv4_disp" then the bme did a hard shut down of the cns and rebooted it. The cns then populated to the normal screen to monitor patients. No patient harm was reported. Attempt #1: 10/13/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 10/23/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 10/26/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: 10/13/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 10/23/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 10/26/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Telemetry transmitter(s): model: ni. Sn: ni. The following is not regarding the device information for the MDR itself, but to explain why this report was not late as the initial MDR was submitted on 11/05/2021 at 07:53:19 pst pm per webtrader sent box. However, the acknowledgements from the FDA were not received till 11/07/2021. An email was sent to the emdr helpdesk as well to explain this along with the screenshot of when the mdrs were submitted from the webtrader.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, and then an error message populated on it. The cns was monitoring patients on telemetry transmitters when out of the nowhere, the screen went blue and a windows error message appeared. The message read something like "a problem has been detected with windows. File shows that it has an error. File: nv4_disp" then the bme did a hard shut down of the cns and rebooted it. The cns then populated to the normal screen to monitor patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, and then an error message populated on it. The cns was monitoring patients on telemetry transmitters when out of the nowhere, the screen went blue and a windows error message appeared. The message read something like "a problem has been detected with windows. File shows that it has an error. File: nv4_disp" then the bme did a hard shut down of the cns and rebooted it. The cns then populated to the normal screen to monitor patients. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, and then an error message populated on it. The cns was monitoring patients on telemetry transmitters when out of the nowhere, the screen went blue and a windows error message appeared. The message read something like "a problem has been detected with windows. File shows that it has an error. File: nv4_disp" then the bme did a hard shut down of the cns and rebooted it. The cns then populated to the normal screen to monitor patients. No patient harm was reported.